Manufacturer narrative:
Medela customer service provided troubleshooting over the phone for low suction. The customer stated pump suction was restored after troubleshooting, but the cause of the failure was unk/ cannot not be determined. On (B)(6) 2013, a clinician spoke with the customer who reported low vacuum when using her pnsa. She disclosed that she had mastitis which she attributed to latch on problems with her baby. She had gotten medical attention and was treated with antibiotics. However, she needed to return to work sooner than expected, went long intervals between breast feeding and pumping sessions and again developed mastitis. She is currently being treated with antibiotics prescribed by her doctor. Advised use of probiotics to prevent yeast infection from impact of antibiotics on normal gut flora. Customer appreciated the advice and the f/u. Her issue with pump is resolved and further clinical f/u is not indicated. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
Customer advised breast pump has low suction. Customer stated the doctor diagnosed her with mastitis and treated her with an antibiotic keflex.